Event description:
This lead had high thresholds and had become micro-dislodged. The physician attempted to reposition the lead, however, the high thresholds remained, so the physician chose to replace it.